Event description:
The customer reported that while infusing topotecan 0.039 mg/ml over 30 minutes, leaking was noted at the connection site between the smartsite/texium secondary set and the primary tubing. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of the this failure was not identified.